Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient experienced high blood glucose (bg) due to multiple bent cannulas on (B)(6) 2026. The blood glucose was 20 mmol/l and was treated with insulin via pump and pen. The infusion set was in use for few hours. This emder is being submitted for an unknown number quantity. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark. Initial and final MDR (B)(4). Device 1 of 2.